Event description:
It was observed that during the device evaluation, the flex video scope exhibited adhesive rubber with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. (Correction to g3 of the initial medwatch. The aware date should be 07-jun-2024.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was damage to the device, but it could not be confirmed that damage could be cause the remain the foreign material. And with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be can. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual describes how to detect for the suggested events." Olympus will continue to monitor field performance for this device.